Event description:
Additional information received from the patient reported that she began taking medication, 1 mg lorazepam, to resolve the spasmatic torticollis not being at 100%.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v858673, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v846966, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that in the 2 months prior to report, she noticed that her spasmatic torticollis was not 100% as it had been in the past year. The patient had intermittent/ erratic change in therapy. She noticed a sensation that her head wanted to jerk, like it wanted to turn but it actually did not do it. She was concerned because she had been in a lab and server room more and she thought the electromagnetic interference (emi) source might be causing the problem. She was indicated for dystonia and movement disorders. No further information was provided about this event. If additional information is received, a follow up report will be sent.